Manufacturer narrative:
Additional information was provided. Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Haptic and optic damage was observed. A qualified associated product was indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The iol product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative is reporting an issue with an intraocular lens (iol), with a description of "the doctor noticed the lens was scratched and remove the lens". There was patient contact. The procedure was completed. Additional information was provided indicating that the handpiece may have caused the scratch on the lens. The handpiece was pushed through the lens and went over the lens. Later on they looked at the handpiece plunger, used it again with no issue. The reporter stated that maybe the handpiece caused the issue initially. There are two medical device reports associated with this scratched lens. This report is for the iol.